Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the peeling and scratched malfunctions was traced to component failure, the foreign material cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the ultrasound gastrovideoscope had a peeled acoustic lens and scratches/damage to the acoustic lens as well as the forceps stand had foreign material. There was no patient involvement.